Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿ screen was unreadable during operation.¿. The unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/25/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the screen was unreadable during operation.